Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received lower sensor scan results. Than the readings from a competitor's device. The customer noted a horizontal trend arrow indicating glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced chest pain and self-managed by consuming whey, chocolate, and condensed milk. The customer contacted a healthcare professional, who ordered a laboratory blood test, which showed a result of 203 mg/dl, compared with the adc device reading of 84 mg/dl. When plotted on a parkes error grid, the results fall into the c zone, indicating a clinically significant difference. The customer was administered a saline solution for the diagnosis of hyperglycemia. The customer underwent an x-ray and an ¿electro¿ test. There was no report of death or permanent impairment associated with this event. A sensor scan results of 80 mg/dl, 80 mg/dl, and 84 mg/dl were compared to readings of 206 mg/dl, 246 mg/dl, and 203 mg/dl, respectively, from a competitor brand device. When plotted on a parkes error grid, the results fall into the c zone, indicating a clinically significant difference. The sensor wear time was 7 days. It is unknown if readings are taken during the actual event.